Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the device was returned and analyzed. Analysis of the returned device indicated high impedance in the battery. Concomitant products: 5076-52; implantable pacing lead implanted: (B)(6) 2007; 407645 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).